Manufacturer narrative:
The facility was not properly manually cleaning in accordance with the scope buddy IFU. The facility did have the appropriate connectors for the scope buddy. Their flushing procedure was to draw out 100 ml of solution from the container, then remove the uptake tube and place it in the rinse water to again draw out another 100 ml. The facility reported an olympus rep. Taught them this method. Medivators clinical specialist communicated with facility staff leader that the 100 ml was per channel, not per scope. The facility immediately implemented the change. It is unknown how many endoscopes were flushed using the incorrect processes. No serious injuries reported. To date, there have been no reports of patient illness or injury. This complaint will continue to be monitored in the medivators complaint handling system.

Event description:
The case states the facility was not properly manually cleaning endoscope prior to placement in aer, potential for patient cross-contamination.